Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer received information regarding a remstar m device. The patient alleges dizziness and/or headache and kidney disease/toxicity. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.